Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported the patient needed to have central venous catheterization for infusion of chemotherapy drugs to achieve efficient therapeutic effect due to ascending colon tumor, the doctor found that the guidewire could not be pulled out when the peripherally inserted central venous catheter kit and accessory were delivered to the patient, and it was immediately replaced with new peripherally inserted central venous catheter kit and accessory, which led to the normal pull-out, and it could be pulled out normally due to the prolonged time of opening central venous when replacing the peripherally inserted central venous catheter kit and accessory. Due to the prolonged opening of the central vein during the replacement of the peripherally cannulated central venous catheter kit and accessories, the patient's age and increased bleeding caused a transient drop in blood pressure, and his vital signs stabilized after 30 minutes of peripheral intravenous rehydration. No other information was provided.